Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that the atrial lead showed noise episodes and over-sensing. No intervention was performed, the patient was stable and will continue to be monitored.